Event description:
Pt underwent surgery in 2007 to include posterior avaulta plus rectocele repair and transvaginal tape-obturator. Required return to surgery x 2 for mesh erosions of posterior avaulta. On approx two months later: excision of mesh, revision of vaginal incision. In 2008 excision of avaulta mesh -with concomitant I & d of a bartholin's cyst and marsupialization of same. Dates of use: 2007-2008. Diagnosis or reason for use: rectocele.